Manufacturer narrative:
E1: facility name "corewell health (spectrum health butterworth )" b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an air in line alarm when there was no air in the line. Per reporter, the event occurred before infusion. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the device had air in line alarm when there was no air in line. There was no relevant service history. The event log confirmed the error. During functional testing, noted the air detector had failed. Replaced air detector and device passed self-test and verification testing. Updated software. Device functioned as designed.